Manufacturer narrative:
Sc-1132 (B)(4). Device evaluation indicated in the complaint was confirmed. The device would not be charged. The device data was retrieved using a external power source. The device batty power would be exhausting quickly due to excessive sleep current, and high thermal was detected on u2_asic. The device profile indicated that the battery depletion rate was normal prior to implant. This type of damage occurs when the ipg is exposed to high voltage transients.

Event description:
A report was received that the patients ipg would not communicate to the remote. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 sn (B)(4). Device evaluation indicated that the device would not be charged. The root cause of the complaint was not determined as the device has been damaged by electrocautery use during the explant procedure. The damaged device would not be charged. The device data was retrieved using an external power source. The device batty power would be exhausting quickly 2.11v due to excessive sleep current 28.4 ma and high thermal was detected on u2 asic 31.5c. The device profile indicated that the battery depletion rate was normal prior to implant. This type of damage occurs when the ipg is exposed to high-voltage transients.

Event description:
A report was received that the patients ipg would not communicate to the remote. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.